Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 123 mg/dl, 200 mg/dl, 252 mg/dl, 581 mg/dl and current blood glucose level was 538 mg/dl. The customer was treated with insulin pump for high blood glucose level and had symptoms like hot and thirsty. The customer alleged insulin pump was under delivery because she knows what she ate and took insulin for that and it did nothing. The drive support cap was normal. The customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.